Event description:
This report is being filed retrospectively as the result of an internal review. On (B)(4) 2006, we were informed of a possible device malfunction involving our abacus software. Abacus is our windows based order entry software for comprehensive tpn calculations and label printing. In this case, the facility reported an incident observed during the creation of a tpn therapy bag, through the use of our software. The user facility stated that they put an order into abacus. The label had the correct pt name but it has the wrong order serial number. Then when they scan the label on the compounder it pulls up the wrong pt. This error was caught through the customer's label review and verification checks used to identify occurrences of error, thereby providing assurance of their tpn compounding. As the error was caught prior to the production of the tpn bag, no adverse events occurred as a result of the alleged malfunction. There was no pt involvement with the incident; therefore no MDR was submitted at the time. After review it was determined that because there was a potential for incorrect delivery of tpn solution, a MDR report should have been submitted.

Manufacturer narrative:
This submission is being retroactively submitted after an internal review. Internal investigation: complaints were analyzed from 2005 through (B)(4) of 2013, and (B)(4) databases were analyzed for possible duplicated orders across different pt ids. To date, we have been unable to force this error condition using abacus executable user interface despite exhaustive testing. It is possible to replicate the reported behavior, but only by running the code in a debugger, setting a breakpoint and changing the pt ID value. Root cause: the root cause cannot be determined with certainty. Conclusion: the possibility exists that a pt could receive another patient's tpn order due to data corruption. CAPA (B)(4) has been initiated to improve the way in which abacus addresses order ids and pt orders.